Manufacturer narrative:
The pin has attained damage. It is bowed, bent and broken. The missing portion was not returned. Visual inspection shows that the pin is scoring and skiving on the surface in several locations along the length of the pin. There are dings and chips on the tip of the complete pin. Contact with other instruments or devices have occurred. These symptoms indicate that the pin was used in a challenging manner which produced the shedding. It has been stressed indicating pressure contributed. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that the pin passing 2.4mm trocar 17 dropped metal shreds after being passed through the tibia, the traces were removed with the shaver. A second passing pin was used and it also dropped metal shreds when it was passed through the tibia and the femur. No significant delay or patient injury reported.